Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips (80309u179, 80309u196) were implanted, reducing the mr to 1-2. It was noted that grasping was difficult with both clips due to the anatomy. On (B)(6) 2018, the patient was admitted due to heart failure and it was found that the mr increased to 4. Medication was given and the patient was sent home. On (B)(6) 2018, the patient was re-admitted again with acute heart failure and dyspnea. It was found that one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the pre-existing patient anatomy. On (B)(6) 2018 a second mitraclip procedure was performed. Two clips were implanted, reducing mr from 4-2. Echo images from the original procedure were reviewed and it showed the recurrence of mr started prior to discharging the patient, on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be determined which of two clips experienced the single leaflet device attachment (slda). Both clips came from the same lot. The complete lot numbers are as follows: 80309u179, 80309u196. The devices were not returned for analysis as they remain implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr), worsening heart failure and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology (posterior leaflet (p2) flail and a large prolapse). The reported mr was likely a result of the slda and the reported dyspnea and heart failure were cascading effects of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the devices.